Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed elective replacement indicators (eri) with 2.67 v and 29.4 seconds charge time. Six months earlier, the battery status was beginning of life (bol) with 2.67 v and 32.3 seconds charge time. There was concern that the battery depleted more rapidly than expected. Prior to the replacement procedure, manual capacity reform was performed revealing the device had reached end of life (eol). This device was removed, replaced and returned for analysis. The patient with this device is not pacemaker dependent and one antitachycardia therapy had been delivered. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.